Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the abutment. The patient was prescribed oral antibiotics (date not reported). The patient also underwent a surgical procedure on (B)(6) 2013, to exchange the abutment for a longer model. The implanted device remains.

Manufacturer narrative:
This report is filed november 7, 2013. Device not available for analysis.

Manufacturer narrative:
Correction: the patient was administered steroid injections (amount not reported); not oral antibiotics as previously reported. Per the clinic, the patient was placed under general anesthesia for abutment exchange on (B)(6) 2013. This report is filed (B)(4) 2013.